Event description:
In 2008, the lay user/patient in a foreign country contacted lifescan (lfs) alleging the one touch ultra easy meter would not power on. At about 2 days later, the technical svc rep (tsr) spoke with the pt to obtain and verify info. On the day of event at 8:00 am the pt attempted to test his blood glucose level but the reported meter would not power on. At that time, the pt was reportedly experiencing no symptoms of high or low blood glucose levels. Following the use of the meter, the pt took his usual doses of medications, and ate breakfast. At 11:00 am the pt ate a snack of a biscuit and tea. At 1:00 pm the pt experienced the symptoms of shaking and anxiety. The pt attempted to test his blood glucose level, however, the reported meter would not power on. The pt administered self-treatment by consuming tea and sugar and felt better afterwards. During the troubleshooting telephone call, at 2:50 pm, the pt was able to test his blood glucose level and obtained the reading of 6.3 mmol/l (113 mg/dl). The pt takes the oral diabetes medication metformin 500 mg twice per day, humalog insulin 26 units in the morning and 10 units with lunch, and lantus insulin 40 units at night. The pt claimed he does adjust his insulin doses based on meter readings. His expected blood glucose readings range between 6.0 mmol/l and 12.0 mmol/l, and he tests his glucose level three times per day. The meter, test strips and control solution were replaced. The reported meter would not power on, and the pt alleged he was unable to test his blood glucose levels and adjust his insulin doses. The pt claimed he experienced symptoms suggestive of hypoglycemia, after dosing his insulin, and received self-treatment with food to resolve those symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.